Event description:
An optometrist reported a male pt experienced a corneal ulcer in the left eye while including complete multipurpose solution easy rub formula to care for his cooper ep lenses 6 weeks prior to onset of symptoms. In 2009, the pt was painting a room (while wearing his lenses) and pieces of 'popcorn' from the acoustic ceiling fell into his eye. The piece of debris got 'caught between his contact lens and his eye'. He saw his doctor the next day, and was started on an unnamed antibiotic. He was seen for a follow up the next day and the ulcer had doubled in size. He was seen by a corneal specialist the same day. His eye was cultured and reportedly returned negative. He was seen everyday for the next two weeks. Some medications he was treated with included lquix, omnipred, gentamycin and fortified gentamycin, some were dosed as frequently as every 30 minutes. Regarding his lens care regimen, he noted that he regularly showered in his contact lenses upon returning home from work and then removed them from his eyes. He did not perform a rub and rinse step. He stored them in the complete lens case and added fresh solution daily. If his lens case looked like it needed to be cleaned he rinsed it out with water and let it air dry. He cleaned the lens case in this fashion 3-4 times a week.

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology eval of retained unit from the reported lot showed the solution to be sterile. The root cause has not been established. See also mdrs 2020664-2009-00025, 2020664-2009-00026, 2020664-2009-00034, 2020664-2009-00035 with same rptr.